Event description:
It was reported that the user experienced recurrent low blood glucose events multiple times per day while using the ilet and believed the algorithm had mal adapted, prompting a request for additional training; troubleshooting and education were completed, and blood glucose was normal at the time of contact. Symptoms included hypoglycemia requiring oral glucose treatment. Outcomes included the need for user-directed corrections and training to address the issue. Investigation included case assessment, user interview, and troubleshooting with education. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.